Event description:
It was reported that tip detachment occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the liver. A ngmc/single/027/bern/1ro/130 direxion hi-flo was selected for use. During the procedure, it was noted that the tip of the catheter was detached which might be caused by a problem in the coating of the product, as per physician's opinion. The device was removed normally and the procedure was completed with a different device. No complications were reported and the patient is stable.